Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted from (B)(4) to (B)(4) battery life. It was also reported that when pump was plugged in to charge, the battery gauge decreased from (B)(4) to (B)(4). There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections available for diabetes management.